Event description:
It was reported that the device was explanted after an implant duration of approximately 37.50 months. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency and what appeared to be a mass effect in the noncoronary sinus of the aortic prosthesis. Per the operative note of (B)(6)2010, "the aortic prosthesis was intact and well seated. No mass was seen, but the strut at the right-non commissure was bent inward about 30 degrees, and may have accounted for the echo finding." Therefore, the valve was replaced with another bioprosthesis.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted, (B) (4). Two requests were made to the health-care provider (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.